Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of five photographs of a device reload and a reinforced staple line. A visual inspection of the returned photos noted that both distal sutures can be seen to be intact. A small fragment of buttress can be seen attached to both distal sutures. Staple pushers were visible at the 0.25cm cut line. Unformed staples can be seen on the distal end of the reinforced staple line. Jagged edges on the buttress material can be seen. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic sleeve gastrectomy procedure, the surgeon stated that the knife did not cut all the way through the end. It was also reported that the surgeon manipulated the stuck tissue on the reinforced material to get it out. As seen on the attachment sent, it was seen that there was rough edges on how the tissue was cut. There was no patient injury.